Event description:
The customer reported that the device shutdown unexpectedly after 2 shocks and one hour of time. There was negative impact to the involved patient as a 3rd shock was not required.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.